Manufacturer narrative:
*Please note the manufacturer was notified that the device serial numbers for the reported event were incorrect. The serial numbers associated with the reported information are pvs21, a77525 and pvs23 a72759. These valves are associated with a pre-existing report, etq 2019-05855 and the following report numbers: medwatch # mw-006527. Import report number: 1718850-2019-01089. Medwatch # mw-006530. MFR report number: 3004478276-2019-00266. As such the manufacturer will be voiding etq 2020-02352 and no further follow-up regarding this reference number will be made.

Event description:
On (B)(6) 2019 a patient received a perceval pvs21 sutureless aortic as part of the perfect study. The manufacturer was notified of an adverse event via the perfect registry. On the same day of the procedure the stent of the valve folded resulting in a paravalvular leak. The site resolved through issue and reinserted the device. The event was attributed to the procedure and the relationship to the valve was marked as unknown. The patient status was good after the problem was resolved.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release.